Manufacturer narrative:
A lot history review (lhr) of redx0525 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported via ms&s "patient received PICC ck000897 (lot# redx0252) last tuesday. She is receiving daily treatment and reports her PICC is sluggish." Ms&s spoke with nurse at infusion center who states the PICC flushed without difficulty and a blood return is noted. "It is just a bit slow". The nurse states the facility protocol in place uses tpa and dye studies if needed.